Event description:
Boston scientific received information that this patient's home monitoring system detected a low, out-of-range (oor), shock lead impedance for this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) system. Additional information was obtained by the field representative from the health care professional (hcp) that the shock impedance was normal the next day and the patient was doing fine.

Manufacturer narrative:
As no further information concerning this report is currently available, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is currently available, our investigation is complete. This investigation will be updated should further information be provided.